Event description:
It was reported that a month ago the customer inserted the infusion set into the muscle and her blood glucose level went up in the 400s mg/dl. The customer called the endocrinologist and had her take the customer to the emergency room; found she had ketones. The customer was given a manual injection and her glucose level dropped. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.